Event description:
Dealer stated that the user was sitting in a (B)(4) manual wheelchair being helped down the stairs when the hand grips slipped off the handles causing the user to fall.

Manufacturer narrative:
(B)(4) - user was being helped down some stairs in a (B)(4) manual wheelchair by a relative when the hand grips came off the handles of the chair. The user fell from the chair sustaining a leg injury that required 20 stitches and a week long hospital stay. The user has been supplied a new different style invacare manual wheelchair. No other information available at this time as the user does not want the incident brought back up.